Event description:
The customer reported that the unit went ventilator inoperative with error code message of machine and proximal pressure sensors failed. It is unknown if the unit was in clinical at the time the reported issue was discovered; however, customer reported that there was no harm to the patient or the user.

Manufacturer narrative:
(B)(4). The defective u1 on the air flow sensor pcba (printed circuit board assembly) created the air and o2 flow accuracy test to fail. Could not duplicate the 1007 error code.